Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/22/2013 with the following findings: a visual inspection of the pump confirmed that the keypad cover was torn around the up arrow and down arrow buttons and across the ok button; exposing the button contacts. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the ok keypad button responded appropriately. The contrast button required additional force to respond. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was dim and discolored. A test screen was installed and displayed normally. Additionally, evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the ok, up arrow, and down arrow keypad buttons were sticking. The keypad cover was coming off the pump, but the sticking keys were reportedly noticed first. The keypad cover was also worn, which has no effect on insulin delivery function. No evidence of moisture was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.